Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an upper endoscopy procedure, performed on (B)(6) 2013. According to the complainant, during the procedure the injection gold probe device failed to produce electrical current. The procedure was then completed with another injection gold probe device, using the same generator and equipment. Reportedly the device was not tested prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.